Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this pacemaker and right atrial (ra) lead presented to the emergency room due to syncopal episodes. Review of stored device memory noted farfield oversensing of r-waves on the ra channel that resulted in several inappropriate atrial tachy response (atr) mode switches. Boston scientific technical services (ts) discussed programming options. This product remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the cause of syncope and farfield oversensing was not determined. No interventions were planned or undertaken.